Event description:
It was reported an over infusion of cytarabine. The volume to be infused was 250ml to infuse at a rate of 62.5ml/hr; however, 250ml infused in two hours. The cytarabine was a routine order and was programmed using the interoperability/barcode scanning. No other medications were infusing at the time of the event. There was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: date of birth, device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an over infusion of cytarabine could not be confirmed. Log review and testing could not identify or replicate the issue. Laboratory test results performed on the reported suspect device confirmed the pump module to be operating within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. All rate accuracy testing was performed in compliance with aami tir101:2011 fluid delivery performance testing for infusion pumps. A review of the suspect pump module and concomitant pcu error logs were found with no records related to the reported issue. The suspect pump module event log showed the last powered on date to be on 7jul2025. The review of concomitant pcu event log showed that on 14jun2025 at 4:53 pm, the system received a remote IV infusion message with a rate of 62.5ml/hr and a volume to be infused (vtbi) of 250ml for cytarabine with a concentration of 3110mg/250ml. The user started the infusion. The primary volume infused (pvi) was recorded as 15.038ml, an accumulated total from previous infusions. At 8:44 pm, the channel alarmed for air-in-line (ail). User silenced the system. The pvi was recorded as 255.0ml at 8:46 pm, the channel alarmed for safety clamp open, the user closed the door and restarted the infusion. At 8:51 pm, the user updated the vtbi to 40ml. At 9:29 pm, the infusion finished with keep vein open (kvo) alarm. The pvi was recorded as 299.909ml. The user channeled off the unit it is not possible to determine what the actual volume is within an intravenous (IV) container at the start and ending of an infusion from a review of the pcu event log. This is not a function of a pcu event log, it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of over infusion or unregulated flow being observed. Spring functional tests observed no issues and all tests passed, indicating the occluders and springs were functioning as intended. The incident bd primary administration set was not returned for this investigation; therefore, it could not be tested. The alaristm system with guardrailstm suite mx user manual v12.3.2 notes that periodic patient monitoring must be performed to ensure that the infusion is proceeding as expected. To prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. The roller clamp should be closed prior to the set being removed from the pump module or opening the pump module door. These steps should be taken to prevent free flow events. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. Notes to service suspect s/n: (B)(6) (w/o: (B)(4). Device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of an over infusion of cytarabine could not be identified. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of cytarabine. The volume to be infused was 250ml to infuse at a rate of 62.5ml/hr; however, 250ml infused in two hours. The cytarabine was a routine order and was programmed using the interoperability/barcode scanning. No other medications were infusing at the time of the event. There was patient involvement, but no harm..